Event description:
The customer reported the evis exera iii video system center display a b30 and an e216 error. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to reseat the communication cables but the issue persisted. The customer cleaned the scope connector pins with no success. The customer was having issues with all the endoscopes attempted with unit; however, the other towers work as normal. Tac advised the customer to send in the unit for repair. The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. However; worn out video connector pins were causing poor connection to the pigtails. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the b30 error be confirmed/reproduced. Olympus will continue to monitor field performance for this device.